Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was having battery pain, it was still burning and it was getting worse. The patient turned her ins off and still had the pain. The patient reported that she was driving right now and the implant was off and its burning and there was nothing she could do about it. The patient reported that she told a manufacturer¿s representative (rep) shortly after the implant and he said it would get better. The patient reported that the burning pain had been betting worse in the last 3-4 months. Additional information was received from a rep. The rep reported that they had an appointment with the patient on (B)(6) 2019. The rep reported that the battery was currently dead and not burning. The rep reported that the patient stated any time the battery had charge in it, it felt like it burned her. The rep reported that the patient the temperature warning had never appeared during charging sessions. The rep reported that the battery burned in the pocket unless the battery was entirely dead. Additional information was received from a rep. The rep reported that they spoke to the patient on (B)(6) 2019. The rep reported that the patient indicated that her battery was hot whenever it was in use or had juice in it, therefore she was happier with the battery fully deprecated which it was. The rep reported that the patient had never seen the temperature warning on the recharger. The rep reported that they had an appointment set up on (B)(6) 2019 to troubleshoot the system. The patient called to cancel the appointment on (B)(6) 2019 and didn¿t want to reschedule at this time. The rep reported that the patient¿s healthcare provider (hcp) was aware the battery was discharged. The rep reported that the patient was aware she could reschedule any time but indicated she was happy with her depleted non-functioning battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the circumstances that led to battery burning started when she went to charge it and it would not quit until it went dead. Patient stated she only charges when she needs it now. Issue not resolved at this time.